Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 1 of 7 treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The leak was caused by a hole in the cycler set cassette. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis registered nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient confirmed that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient manually drained after canceling treatment on the cycler. The morning after treatment, the patient experienced a low-grade fever and felt nauseous. The patient took tylenol for these symptoms, which subsided by the afternoon and have not returned. The pdrn was not contacted regarding these symptoms. The patient did not develop any additional symptoms, experience any adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler, which is working well, and is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A patient sensor calibration check was performed and passed. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A mushroom head check was performed and passed. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pumps a and b and within the recess of the bottom cover adjacent to the pump. Fluid was also found in the hp3 filter during the inspection. The fluid found in the hp3 filter is related to the air detected in cassette alarm received by the patient during treatment. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported fluid leak. The cycler performed as designed and an associated cause could not be determined.